Event description:
It was reported that during a cholecystectomy procedure, the trocar was leaking when the camera was in the port. When the camera was pulled out, it did not leak. They were able to complete the procedure without replacing the trocar. No patient impact. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the 'noise' prevent insufflation? Please describe the noise. Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Unk. Was a device inserted in the trocar during the leaking? If so, what device? Yes, camera. Was any torque being applied to the trocar or device? Asku.